Manufacturer narrative:
(B)(6).

Event description:
It was reported by customer that camera head got hot.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.